Event description:
It was reported that during a complete supply change the user inserted a new filled cartridge and attempted to lock the connector, which broke off inside the ilet, leaving the connector unable to be removed and causing difficulty using the device while the display remained usable and without injury. Symptoms included no injury or adverse clinical effects. Outcomes included the need to replace the ilet and return the original device, with data synced prior to shut down. Customer care provided remote troubleshooting and user education to attempt removal of the remaining connector by removing the hard case and trying to grasp and unlock the fragment. Investigation of this case revealed a damaged connector component consistent with user handling during cartridge insertion and locking, resulting in mechanical failure of the connector within the device. It was concluded, based on previously established findings for similar reports, that the cause was user handling¿related mechanical damage during supply change.